Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/22/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system (model pcb00) was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked, and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tube and overridden by the pushrod. The lens was removed from the cartridge and some scratched were observed on the lens surface that could be related to the pushrod overriding the lens. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the product was not implanted. If explanted, give date: not applicable, as the product was not implanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 13.0 diopter intraocular lens (iol) was noticed cracked when removing from packaging. No additional information was provided.